Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that a pump alarmed no disposable after remodulin cassette had infused for 47 hours. Switched to a second pump and new cassette. There was no patient injury reported.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.